Manufacturer narrative:
D10 concomitant product: unknown eea - unknown eea, lot# unk unknown endo st - unknown endo stitch sulu, lot# unk. Literature events: authors: troels lading, daniel kjaer, morten bendixen, torben ingemann petersen, thomas decker christensen, niels katballe title: safe and efficient 2-step implementation of totally minimally invasive esophagectomy, dr. Troels lading, 2023, journal of thoracic disease source: j thorac dis 2023;15(10):5362-5370 / https://dx.doi.org/10.21037/jtd-23-462 j thorac dis 2023;15(10):5362-5370 / https://dx.doi.org/10.21037/jtd-23-462. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2016 and 2021, a retrospective study evaluated the complication rate of minimal invasive esophagectomy in patients with esophagus or gastroesophageal cancers. A total of 120 patients were included in the study. The manual stapler was used to construct the gastric conduit. The anvil of the circular stapler was placed orally and secured by purse-string sutures using endoscopic suturing device. The intrathoracic anastomosis was performed end-to-side using the circular stapler introduced through the gastric conduit tube. The complications included staple line or anastomotic leak and conduit necrosis. Conversion was required in three patients for additional suturing on the anastomosis or staple line. Anastomotic leakage occurred in nine patients and was diagnosed by computed tomography and treated with endoscopic stent or surgical treatment. Pulmonary, cardiac, thromboembolic, neurologic and infection related complications were not related to the device.